Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during prime. It was reported that the customer disconnected from the insulin pump and reconnected. The customer reported that the motor error alarm occurred again during rewind. No additional information was provided.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with moisture damage on the lcd resilient cover. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).